Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue, and no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer, who was assisted by technical support, received information on how to reset the pump and plans to perform the reset once a charger is available. They were advised to call back if the malfunction reoccurs, and they acknowledged and understood the instructions provided.